Manufacturer narrative:
(B)(4). Results: the penumbra system ace 60 reperfusion catheter (ace 60) was kinked approximately 20.0 cm from the hub. The ace 60 was ovalized approximately 20.0 cm from the distal tip, and ovalized at the distal tip of the catheter. Conclusions: evaluation of the returned device revealed a kink on the proximal shaft, and ovalizations on the distal shaft of the ace 60. These types of damage typically occur due to improper handling of the device during preparation for use. If the device is forcefully manipulated or handled at extreme angles, damage such as this may occur. There were no fractures observed in the catheter shaft. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 60 reperfusion catheter (ace 60) appeared to be broken/fractured upon opening the penumbra system ace 60 hi-flow kit. The damaged ace 60 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 60.